Event description:
Reported pt blood glucose results of 479 mg/dl on inform system 1 and 168 mg/dl on inform system 2 within 10 minutes. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch with a1 pt for report on inform system 2.